Event description:
Rn filled j-tip with lidocaine prior to piv [peripheral intravenous line] insertion. Safety removed and rn attempted to push level to engage j-tip. J-tip never engaged/triggered. The lever was pushed all the way in to be engaged and medication never discharged. Rn had to pull up more medication into new j-tip. This delayed patient care. Lot #: 2406001.